Manufacturer narrative:
This report is filed june 27, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient sustained a trauma to the implant site and was given a one week prescription of oral antibiotics due to swelling and pain. Commencing on (B)(6) 2013, the patient was hospitalized for infection around the implant site, and intravenous antibiotics were administered. On (B)(6) 2013, the site was cleaned and sutured closed. On (B)(6) 2014, it was reported that the internal device had extruded and the patient underwent a skin flap revision to close the site. A second skin flap revision occurred on (B)(6) 2014 due to ongoing issues. Intravenous antibiotic therapy was discontinued at that time. Extrusion of the device recurred on (B)(6) 2014, and intravenous antibiotic therapy was resumed. The site was cleaned and the skin flap closed on (B)(6) 2014. The patient remains hospitalized as of the date of this report (B)(6) 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014. Reimplantation is planned but had not taken place at the time of this report. This report is filed (B)(4) 2014.